Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for routine follow-up. Upon interrogation, the device was found to be in backup vvi mode. Patient was asymptomatic. A device restoration was performed successfully. Patient was stable.